Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as product location is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause is unable to be determined as the necessary information to adequately investigate the reported event was not provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an unknown revision procedure the screwdriver was being used to prepare the explant on the back table. Subsequently, the screwdriver fractured. All pieces were retrieved and they did not reach the patient's hip wound. Another screwdriver was opened to sterile field and surgery went on without incident. Attempts have been made and additional information on the reported event is unavailable at this time.